Manufacturer narrative:
Event 2: (B)(4). As confirmed by the user facility, no samples were available for evaluation in connection with this incident. Without the actual device, a thorough investigation could not be performed. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Event 2: as reported by the user facility: while the patient was receiving kvo of normal saline via gravity, the patient's blood backed up and leakage occurred from the caresite valve on the extension set. The IV set was disconnected and the luer lock area appeared to be broken. It was stated that the issue was with the extension set, not the primary set. No patient injury.